Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the level sensor alarmed without displaying on the central control monitor (ccm). The device was not changed out, as they continued to use the level sensor. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2015: the reported issue was that audible alerts/alarms were heard but no visual message was posted on the ccm. In review of the system-1 logs, there are multiple alert messages for "level sensor not attached". These were intermittent and indicate an issue with the coupling of the level sensor transducer to the venous reservoir. These can occur for a number of reasons including: use error in attaching the level sensor pads to the reservoir, not using the correct gel, using on a rounded section of a reservoir, a damaged sensor face. Sometimes, these "not attached" messages clear before a visual message is posted on the ccm, and this likely occurred in this incident.

Manufacturer narrative:
The subsidiary manufacturing engineering center (mec) could not duplicate the reported issue. Software data logs were received on (B)(4) 2015 by the manufacturer for further evaluation.